Event description:
If the patient is laying or standing still and adjusts the intensity, if he moves the slightest, he does not know where the sensation will go. Sometimes it will go higher and sometimes he won¿t feel it. The patient saw a nurse and was told to have the implantable neurostimulator (ins) programmed to see if that would help. The patient¿s response to when the event or symptoms occurred was ¿it¿s been quite some time back.¿ patient guessed 2-3 years. The patient has not used the ins in ¿quite awhile¿ due to the stimulation changes. The patient did have one adjustment but did not remember if it was before or after replacement. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0214071v, implanted: (B)(6) 2002, product type: lead. (B)(4).